Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties were encountered. A 3.00x32mm promus element plus stent delivery system was unable to cross the lesion. The catheter was removed successfully from the patient. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and tactile examination of the device found that the stent was damaged at the distal end; a strut was lifted upwards from its profile. No other issues were noted with the crimped stent. The hypotube was kinked 170mm distal from the strain relief. No other issues were noted with the device; the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).